Event description:
It was reported that this right ventricular lead exhibited loss of capture, high pacing thresholds and low within range impedance measurements. It was suspected that the lead experienced insulation damage and fracture. It was decided to perform a lead revision in which the lead was surgically abandoned and replaced. No further adverse patient effects were reported.